Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2021 and the mesh was implanted. It was reported that the tabs on the mesh failed and when the mesh was inserted into patient and pulled, the mesh would not sit flat. There were no adverse patient consequences reported.